Event description:
(B)(4). According to the information received, the funnel on a catheter fall off. The funnel falls off the catheter, even before using the catheter.

Manufacturer narrative:
Twenty five devices were returned and evaluated. One (1) product was found to be out of specification. A recheck of the product documentation for this lot number did not reveal any norm deviation that could be related to the complaint. Based upon the product evaluation only 1 out of the 27 devices could duplicate the reported failure. (B)(4)

Event description:
(B)(4). According to the information received, the funnel on a catheter fall off. The funnel falls off the catheter, even before using the catheter.

Manufacturer narrative:
Twenty five devices were returned and evaluated. One (1) product was found to be out of specification. A recheck of the product documentation for this lot number did not reveal any norm deviation that could be related to the complaint. Based upon the product evaluation only 1 out of the 27 devices could duplicate the reported failure.